Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date estimated.

Event description:
Manufacturer reference report number #: 3006705815-2021-02279. Device 1 of 2. It was reported that the patient lost therapy due to a fractured lead. Surgery occurred where the leads were explanted and replaced to address this issue.